Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of mesh on (B)(6) 2010.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary/bowel problems, recurrence and organ perforation. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-00440. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent pne test on (B)(6) 2011 due to overactive bladder,full interstim implant on the left on (B)(6) due to overactive bladder, and revision of interstim implant on (B)(6) 2011 due to urinary frequency and urgency. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that due to pain, infection recurrent urinary incontinence the mesh was removed on (B)(6) 2010. An interstim implant was implanted.

Manufacturer narrative:
It was reported that the patient underwent removal of interstim device on (B)(6) 2012 due to overactive bladder/urinary retention. (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.